Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that there was no speaker sound. It was determined that the speaker was defective. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer.

Event description:
During evaluation of the mx40 1.4 ghz smart hopping telemetry device at bench repair, it was identified that the device did not produce sound. The device was not in use on a patient at the time of the event, there was no patient involvement.